Event description:
An occlusion alarm was reported, but the alarm number could not be verified due to navigation difficulties with the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin delivery. There were no reports of recurring occlusion issues, and cts decided to close the case.